Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor displayed service code 203: pulse test fault. The cause for the failure was isolated to a jumper connector on the computer/analog pca making intermittent physical contact. The root cause for the intermittent jumper contact was not positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.